Event description:
It was reported that a home patient experienced sepsis manifested by high temperature, coincident with peritoneal dialysis therapy. The cause and source of the sepsis was unknown. On an unreported date in the same month as this report was received, the patient was hospitalized. Treatment for the sepsis event was not reported. Dianeal therapy was ongoing, but it was reported that the patient was in the process of transferring to hemodialysis (no further information was available). Four days after this report was initially received, the patient was discharged from the hospital. It was not reported if the patient was recovered or was recovering from the sepsis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced sepsis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.